Event description:
It was reported that upon interrogation the pulse generator displayed premature elective replacement indicator and end of service. After a device software download, normal device function resumed. The device remained implanted.